Event description:
Twice now, in the past week, the surgeons have mentioned that the ring isn't deploying correctly into the eye, almost as if the "ring was loaded upside down or backwards", so they have been unable to place the ring successfully and we have had to grab another one. They both came from the same box. No patient injury reported.